Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with three prodisc c vivo implants on (B)(6) 2023. It was found that the vivo implants appeared to be loosening in the patient. A removal was completed on (B)(6) 2025 and replaced with prodisc c legacy devices. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implants were not returned following the removal surgery therefore no device evaluation could be completed. No imaging was provided to show the migration or loosening of the implants. There were no anomalies identified during the complaint investigation. The pdc vivo removals were completed due to implant loosening / migration. The submission is 3 of 3 devices involved in this event.

Event description:
A patient was implanted with three prodisc c vivo implants on (B)(6) 2023. It was found that the vivo implants appeared to be loosening in the patient. A removal was completed on (B)(6) 2025 and replaced with prodisc c legacy devices.